Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. B6: relevant test/laboratory data estimated dates. D6a: implant date is estimated.

Event description:
It was reported that in (B)(6) 2024 the patient experienced a stroke and the 40x9 mm xact self expanding stent was implanted in the left carotid artery with heavy calcification and 60% stenosis. The procedure was completed without complications. During the most recent follow up it was observed that the stent was fractured. The fractured stent by placement of another stent. There were no adverse patient sequela and the patient is in good condition with no symptoms. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction/friction with the heavy calcified and 60% stenosed anatomy after the procedure resulted in the reported fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the fractured stent was treated by placement of another stent. A photo was received and reviewed by an abbott vascular clinical specialist. This image is a photograph of a laptop, taken at an angle above and off to the side of the laptop, with a cellphone camera, showing two saved images without contrast and one saved image with contrast of the left internal carotid artery (lica) on the monitor. Cellphone pictures of angiographic images are not of diagnostic quality. The two images without contrast are reportedly the same image; with one being ¿zoomed in¿. Additionally, due to the high magnification, these images exclude all anatomical landmarks. However, these images do not appear to be the same image. In the image on the right, the stent appears to be dilated compared to the image in the middle, and it appears that another stent may have been deployed to cover the fractured portion, as there appear to be stent markers proximal and distal to the stent fracture and the separation between the fracture appears to be reduced in the second image. Both of these images show the stent separated at the distal 3rd portion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.